Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2017, (B)(6) 2018, (B)(6) 2019 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that the patient had hernia repair surgery on (B)(6) 2013, (B)(6) 2015 and mesh was implanted. Other procedures are captured under separate files. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.